Event description:
The customer reported that while the unit was in use on a pt, the unit would not run on ac power, it would only run on battery. In addition, the unit would not charge the battery on ac power. Therapy was discontinued. No pt injury was reported.